Event description:
It was reported that the right ventricular lead was capped due decreased sensing and low impedance; bipolar impedance was 222 ohms and unipolar impedance was >400 ohms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.